Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion testing. There was no patient involvement. (B)(4).

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing performed and could not confirm the reported complaint. Additionally, the device was visually inspected and found the downstream occlusion seal is delaminated. Performed dso/uso sensor calibration. Replaced battery compartment, dso seal, dso sensor, uso and air detector.